Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: during testing, the display screen was found to be dim and discolored. During testing, the up arrow and contrast buttons were unresponsive. The keypad cover was removed and contamination was found around all key contacts. The keypad cover was returned torn near the up arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and a keypad button response issue with evidence of contamination. This report is made based on results of investigation completed on 11/18/2015.